Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak.

Event description:
Note: this report pertains to one of two cre pulmonary dilatation balloon used during the same procedure. It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the bronchus during an airway dilation procedure performed on (B)(6) 2025. During the procedure, it was noticed that the device had a leak. A second cre pulmonary dilatation balloon was used; however, the same problem occurred. The procedure was completed with a third cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.